Event description:
Pt arrived at the hosp for chemotherapy. No blood return noted from port of venous access device. Swelling was noted at port site. A dye study was ordered per physician. Radiology film revealed that the venous access device was not intact. Catheter had to be surgically removed.